Manufacturer narrative:
Complaint conclusion: as reported, a 6mm x 4mm 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter failed to inflate beyond eight atmospheres and contrast was noticed leaking from the nose of the balloon upon first inflation. There was no reported patient injury. The balloon was delivered to the post-arterial anastamosis without incident where it was intended to treat a 70% focal stenosis. The lesion had little calcification with no vessel tortuosity. Therefore, the balloon was removed in one piece without incident and the procedure was completed using another powerflex extreme (pta) balloon from the same lot. The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU and maintained negative pressure. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. Non-cordis contrast media was used at a 50/50 ratio. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. The balloon was never in any acute bend. There was no difficulty advancing through the sheath. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The plunger was depressed into the syringe/indeflator when trying to inflate. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82177776 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage-during positive pressure ¿ was not confirmed as the device was not returned for analysis, the exact cause could not be determined. It is likely that vessel characteristics of calcification and 70% stenosis may have contributed to the reported event, as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. To reduce the potential for vessel damage, the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Concomitant medical products: unk sheath, inflation device: merit basix, ge omnipaque. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6mm x 4mm 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter failed to inflate beyond 8 atmospheres and contrast was noticed leaking from the nose of the balloon; the balloon began to leak upon first inflation. Therefore, the balloon was removed in one piece without incident and the procedure was completed using another powerflex extreme percutaneous transluminal angioplasty (pta) balloon from the same lot. There was no reported patient injury. The balloon was delivered to the post-arterial anastamosis without incident where it was intended to treat a 70% focal stenosis. The lesion had little calcification. There was no vessel tortuosity. The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU and maintained negative pressure. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The contrast media used was ge omnipaque. The contrast to saline ratio was 50/50. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. The balloon was never in any acute bend. There was no difficulty advancing through the sheath. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The plunger was depressed into the syringe/indeflator when trying to inflate. The device will not be returned because it was discarded.